Event description:
"Ventilator stopped producing tidal volume on a transport." Alarms functional.

Manufacturer narrative:
Could not duplicate the reported symptom. Found some user tech work on the main pcb. Could not pinpoint any cause, as failure mode was not seen here. It is possible that the problem seen was due to circuit tubing disconnect between ventilator and pt.